Manufacturer narrative:
Concomitant medical products: product ID: 8709sc,serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID :8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (unknown concentration and dose) via an implantable infusion pump. Indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient missed a scheduled refill in (B)(6) 2015. The patient heard alarming or beeping; it was a two tone alarm that was heard prior to the refill. Once the pump was refilled, the alarm went away. No patient symptoms were reported. The patient was redirected to their healthcare provider (hcp). The patient was trying to get the pump replaced, pending insurance approval.